Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ catheters i.v. 22g x1.00¿ (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: the devices reported presents issues in needle retraction when pressing the button, after the patient peripheral puncture is performed. It is understood that there is no issue with the venous access establishment; however, it presents difficulty with the needle retraction. The complaints have occurred in different moments, professionals, and sectors from the complainant facility, but they all reports the same issue: safety device does not activate. There was no patient/health professional injury.

Manufacturer narrative:
H.6. Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ cateters i.v. 22g x1.00¿ (0.9 x 25 mm) experienced a needle that would not retract during use. The following information was provided by the initial reporter: the devices reported presents issues in needle retraction when pressing the button, after the patient peripheral puncture is performed. It is understood that there is no issue with the venous access establishment; however, it presents difficulty with the needle retraction. The complaints have occurred in different moments, professionals, and sectors from the complainant facility, but they all reports the same issue: safety device does not activate. There was no patient/health professional injury.